Event description:
It was reported that the patient had an infection at the pump pocket site. The patient experienced drainage and erythema that started posteriorly and moved anteriorly with swelling and fever. It was indicated that a culture was done and staph aureus was found. The etiology of the event was noted as unlikely related to the device or therapy but related to implant procedure. The pump was in shelf state but pump logs had not been read. The entire system was explanted. The event was ongoing. It was later reported that the patient was off all antibiotics and that the incision, post implant had healed well. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the outcome was resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot#, serial# (B)(4) implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8591-38, lot# d20371, serial#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).